Event description:
It was reported that patient underwent a replacement procedure of his ambicor penile prosthesis (app) due to unknown reasons. All components were explanted and a new inflatable penile prosthesis (ipp) was implanted.